Manufacturer narrative:
The stent grafts were implanted in approximately 2006.

Event description:
It was reported that the stent graft was found to have migrated. The patient was treated with the following devices, 32x32x49 proximal to the bifurcated stent graft, 18x24x135 in the left iliac, 18x24x85 in the left iliac, and a 16x20x85 in the right iliac. The case went fine; the physician used the snorkel technique on the left renal artery and extended with a 32 endurant cuff. The physician elected to place iliac limb extensions on both right and left sides prophylactically.

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the abdominal aortic aneurysm is 5.2 cm in diameter; the aortic neck is 27-28 mm in diameter. The iliac arteries are 18-23 mm in diameter on the right and 20 mm in diameter on the left. An aneurx bifurcated stent graft (ref MFR 2953200-2011-01721) was implanted on an unk date. The pt has been back for routine f/u since implants and has a type ii endoleak from a lumbar artery into the distal aorta, which has been under enhanced surveillance. The radiologist reviewed a recent CT scan and noted a stent graft fracture. Currently, it appears that there is buckling in the mid-section of the stent graft, due to a lack of proximal and distal fixation. The proximal aortic neck has dilated to 27-28 mm in diameter, and there is contrast going around the top of the stent graft, but there is no proximal type I endoleak filling the sac. Both common iliacs have dilated and need to be extended with flared limbs (ref MFR 2953200-2011-01722); however, there are no distal type I endoleaks. An intervention has not been preformed and the pt will continue to be monitored. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (kink). (Disease progression with vessel dilatation and type ii endoleak). Conclusion: (disease progression with vessel dilatation and type ii endoleak).